Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported deflation issue and mechanical issue cannot be established as the product is not available for analysis. Device history record review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. However, there are several failure modes of the device that could lead to mechanical and deflation issue, which include but are not limited to a defective component, device malfunction or device wastage. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient is experiencing inflatable penile prosthesis (ipp) deflation issues. The right cylinder will no longer fully deflate when the button is pressed and the right tube is pressed/squeeze. The left cylinder deflates as normal. Since one tube does not deflate, it stays about 75-80% inflated after a lot of squeezing and button-pushing and this leaves the patient with a constant erection that leans to one side.the doctor said it is an anti-deflation problem that can be addressed by replacing the pump and cylinders or it can be left implanted as it is functional as an ipp. The patient is looking for a second opinion from another doctor. No further information was provided.